Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, two photos were provided for review. The first photo shows one end of a dialyzer with blood outside the fibers. There is a green oval digitally super-imposed over the dialyzer housing and a section of the threads in the image (presumably drawn by the customer to depict the location of the reported blood leak). Within the green oval there appears to be evidence of a blood leak in the dialyzer housing. The second photo appears to show the same dialyzer shown in the first photo. There is blood within the dialyzer housing, outside the fibers, extending from the polyurethane (pu) to just below the bell housing of the dialyzer. The specific cause and origin of the blood leak is not clearly visible in the images. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the provided photos, the complaint was confirmed. However, the specific cause and location of the leak could not be determined. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported an internal dialyzer blood leak that occurred upon the start of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed within the membranes of the dialyzer. It was reported that the ¿filter was broken¿ [sic]. However, during follow-up it was confirmed there was no physical damage found on the dialyzer. The machine, a 4008s clasica, alarmed appropriately with a blood leak alert. Blood test strips were not used. The patient¿s estimated blood loss (ebl) was 1 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an internal dialyzer blood leak that occurred upon the start of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed within the membranes of the dialyzer. It was reported that the ¿filter was broken¿ [sic]. However, during follow-up it was confirmed there was no physical damage found on the dialyzer. The machine, a 4008s clasica, alarmed appropriately with a blood leak alert. Blood test strips were not used. The patient¿s estimated blood loss (ebl) was 1 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.